Manufacturer narrative:
This report is being filed on an international product, alinity I ca 19-9xr, list 08p32-20/-30, that has a similar product distributed in the us, alinity I ca 19-9xr, list 08p32-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided. Complete entry = (B)(6).

Event description:
The customer obtained a falsely elevated alinity I ca 19-9xr result for a patient being monitored for pancreatic cancer. On (B)(6) 2022 sample ID (B)(6) generated 134.6 u/ml and retest results of <2.00 u/ml. No impact to patient management was reported.

Event description:
The customer obtained a falsely elevated alinity I ca 19-9xr result for a patient being monitored for pancreatic cancer. On (B)(6) 2022 sample ID (B)(6) generated 134.6 u/ml and retest results of <2.00 u/ml. No impact to patient management was reported.

Manufacturer narrative:
Investigation of the complaint issue included review of complaint activity, trending data, device history records, labeling and field data. Return testing was not completed as returns were not available. Review of complaint and trending reports did not identify any issues or trends. Review of device history records associated with lot 31308fp00 did not identify any non-conformances, deviations, or potential non-conformances. Labeling was reviewed and found to adequately address the complaint issue. Using world wide field data the historical performance of reagent lot 31308fp00 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 31308fp00 was within the established control limits. Therefore, no unusual reagent lot performance was identified. Based on this investigation, no systemic issue or deficiency was identified for the alinity I ca 19-9xr reagent lot.